Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: it was reported that on an unknown date, the surgeon was attempting to final tighten an expedium 5.5 set screw and both, two (2) final tightening drivers were stripped. Another expedium 5.5 instrument tray was opened where another x25 final tightening shaft was found and successfully used to torque out the set screws. The procedure was successfully completed. The patient consequence was unknown. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the x25 final tightener (part # 279712600, lot # gm4910202) was received at us cq. The tightener¿s distal tip was twisted and worn. The tip was twisted in the direction of tightening. The twisted/worn condition of the tip would render the device inoperable. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot : a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4910202 was released in a single batch. Batch1: lot qty of 215 units were released on 11 aug 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11/h4: manufacture date correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was attempting to final tighten an expedium 5.5 set screw and both, two (2) final tightening drivers were stripped. Another expedium 5.5 instrument tray was opened where another x25 final tightening shaft was found and successfully used to torque out the set screws. The procedure was successfully completed. The patient consequence was unknown. Concomitant device reported: unknown set screw (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) x25 final tightener. This is report 2 of 2 for (B)(4).